Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds and intermittent capture in both bipolar and unipolar configurations. There was also undersensing of p waves noted. Also, the right ventricular (rv) lead exhibited undersensing with diminished r waves. Both leads had dislodged and the patient admitted to moving their arm post procedure. A chest x-ray is planned along with a repositioning. The leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.